Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/06/2014 with the following findings: a review of the pump¿s black box history showed no evidence of short battery life was recorded. During testing, the pump performed the rewind, load, and prime steps with no alarms occurring. The pump¿s electrical current draws were found to be within the required specifications. There was no intermittent condition found to the power circuit. The complaint of short battery life was not able to be duplicated during investigation. No defects were found.